Event description:
A report was received from a peritoneal dialysis pt's husband who reported on behalf of his wife. It was reported she had difficulty with draining and that she had pains in the abdomen during the last treatment performed and now they found out she had peritonitis. A call was placed to the pt's husband for additional info. The husband reported on (B)(6) 2010 that fluid did not come out of abdomen due to drain issue of cycler. He had also reported that he had not noticed any issue related to the tubing set, but he did confirm that his wife is currently in the hospital with peritonitis. He also reported she has pneumonia and may be moved to ICU later and is receiving o2 by mask. He could not confirm what lot was in use. There is no sample available for eval. Additionally the pt's nurse was contacted. The pt remains in the hospital but is progressing, receiving hemodialysis. Of note: the husband had reported that he would report the involved lot. To date, no further info has been received.

Manufacturer narrative:
(B)(6).